Event description:
Customer alleged the cane went out from under her and is broken in two. No injury alleged.

Manufacturer narrative:
The consumers husband stated that the consumer was getting up out of her chair with the 7827 quad base cane on her right side. When she started to turn the cane allegedly went out from under her and broke about 8" above the base. The consumer fell and bumped her head on a cabinet. No medical intervention was sought. The consumer has a preexisting medical condition, hemiplegic. Her stability and medication regimen are unknown. The consumer has been using the cane for approximately 9 years.